Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced kinked cannula event on (B)(6) 2025. The blood glucose level of the patient was 535 mg/ dl which was treated with correction injection via multiple daily injection. Also, the patient had traces of ketones. The symptoms were noticed three or more hours after insertion. The site was upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.